Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, however there were no issues observed that may have contributed to the discordant patient result. The cse made some slight adjustments to the system probes and ring. The cause for the non-reactive advia centaur xp hbc total result is unknown. Siemens has inquired if the patient sample is available for further investigation. The instructions for use (IFU) states in the intended use section: "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the hepatitis b virus (hbc total) in human serum or plasma (potassium edta, or lithium or sodium heparinized) using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or plasma (potassium edta plasma, lithium or sodium heparinized plasma).the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." (B)(4).

Event description:
A non-reactive advia centaur hbc total (hbct) patient result was obtained by the customer and considered discordant. The same patient sample was repeated and the result was non-reactive. The patient sample was sent to an alternate laboratory and hbct test method and the result was reactive. The customer performed repeat testing with another aliquot sample from the chemistry department on the same patient, and the advia centaur hbct result was non-reactive. The discordant result was not reported to the physician. There was no report of patient treatment being altered or adverse health consequences due to the discordant advia centaur hbc total assay result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00141 on 09/16/2015 for a (B)(6) patient result. 12/01/2015 additional information: there was limited sample volume provided by the customer for investigation. The test sample was run on two different lots of (B)(4) and the results were (B)(6). The sample was tested and (B)(6). The overall test results for this patient would indicate an early recovered (B)(6) infection, however this was not the medical history of this patient. The cause for the (B)(6) patient result is unknown. No conclusion can be drawn. (B)(4). The instructions for use (IFU) states in the intended use section: "the advia centaur (B)(4) total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or plasma (potassium edta, or lithium or sodium heparinized) using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or plasma (potassium edta plasma, lithium or sodium heparinized plasma).the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6) virus. Levels of anti-(B)(4) may be undetectable both in early infection and late after infection." The instrument is performing within specifications. No further investigation is required.